Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11285r13, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a consumer, regarding a patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump. Indications for use included non-malignant pain and failed back surgery syndrome. Concomitant medications and medical history were not reported. The consumer reported that 2.5 to 3 years ago in 2012, the patient's pump malfunctioned and was alarming every hour. The pump was turned off 2.5 to 3 years ago and the patient didn't want to have surgery to remove the pump. Additional information has been requested to clarify the malfunction, identify the troubleshooting, actions/interventions, the cause of the pump's alarm and the outcome of the patient's pump malfunction in 2012, but were not available at of the time of this report. If additional information becomes available, a supplemental file will be submitted.